Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that immediately post implant of this 21mm aortic bioprosthetic valve, it was reported that an ultrasound using a doppler discovered a severe central leak or regurgitation. It was also reported that an ascending aortic root replacement was performed concomitantly. It was further reported an echocardiogram post implant demonstrated a mild or moderate aortic regurgitation or leak. It was stated that there were no abnormalities noted with the valve leaflets or other parts of the valve. It was additionally stated that the "central joint" was somewhat open. The device remains implanted. It is stated that the patient is recovering well. No additional adverse patient effects were reported.